Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter against the sensor. However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The customer¿s complaint was undetermined for receiver inaccurate cgm values due to no bg meter values provided on diagnostic chart shown within the investigation window. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated they received an alert on the cgm and the value was 400 mg/dl. The patient did not check a bg reading and gave themselves insulin based on the cgm reading. She stated she was supposed to go to a doctor¿s appointment but after taking the insulin, she waited for a few minutes and then felt dizzy and was ¿out of breath¿. Her sister came over a few hours later because she received a text message that the patient did not show up to her appointment. When her sister arrived, the patient stated that she did not recognize her sister. She stated she was conscious but delirious and ¿was not herself¿. The patient¿s sister took the patient to the hospital and when they arrived, the doctor checked her bg and it was 500 mg/dl while the cgm was displaying 400 mg/dl. It was recommended that the patient go to the emergency room. The patient was admitted to the ER and it was reported that on (B)(6) 2023, they removed and discarded the sensor and transmitter for a CT scan and MRI. On (B)(6) 2023, the nurse inserted a new sensor and it failed during warm up. On (B)(6) 2023, the nurse inserted a new sensor and transmitter and the sensor failed during warm up. Since the patient could not monitor their glucose through the cgm they were manually checking with finger sticks and remembered at one point their bg was still high and it was 300-400 mg/dl. If was not specified when this bg value was taken. The patient was discharged from the hospital on (B)(6) 2023. During the hospital stay, the patient stated they did not eat for 3 days (from (B)(6) 2023 to (B)(6) 2023) and they did not take any medications. Upon discharge, the patient¿s doctor noted that they think the cgm was providing the patient incorrect readings during the time of the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid.  Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.